Event description:
.

Event description:
I have been victimized by medtronic in regards to multiple issues. Hospital/surgical concealment of defective product procedures, resulting in damages. Physician fraud and concealment of lead fractures and device malfunctions. (Followed by) criminal medical electronic stimulations, electronic tampering and manipulations of medtronic heart devices in public and non medical settings. (Post concealment of defects) resulting and causing severe damages and complications.

Event description:
Fraudulent removal of pacemaker and leads - resulting in cardiac function and loss of activity level. Abusive hospitalizations cardiac catheterization - no anesthesia hospital - surgical concealments of surgery. Medtronic defective product fraud. Physician falsifications. Sprint lead multiple fractures / sprint resulting in massive arrest ER admission. I am currently suffering from damages and ongoing injuries as a direct result of multiple fractured and defective sprint medtronic leads and malfunctioning unit-defective batteries.